Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified, and the procedure was aborted. Field service engineer (fse) visited onsite and confirmed a system was unable to boot up. Upon troubleshooting, it was observed that the host pc indicated a bmc failure during the boot process and encountered sporadic freezes. To resolve the problem, fse reloading the software and it does not recover. The fse recommended replacing the host pc, but the customer refused, leaving the system unrepaired on-site. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.